Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Additional initial reporter: (B)(6) rn/(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer had already attempted to troubleshoot by disconnecting/reconnecting the fiber optic cable, flushing, and calibrating but none of this resolved the issue. They were then directed to disconnect the fiber optic cable and transduce the inner lumen of the iab. This produced a quality arterial pressure (ap) waveform. It was later reported that the patient had been transferred to a different facility. There was no patient harm or adverse event reported.